Event description:
On (B)(6) 2026, a patient reported elevated blood glucose (219 mg/dl) and detected insulin odor at the infusion set site. A bent cannula was confirmed upon removal, causing insulin leakage.

Manufacturer narrative:
Based on the available information, this event is deemed to be a reportable malfunction. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number. Reporting site: 8021545. Manufacturing site: 3003442380.